Event description:
It was reported that an altitude alarm and a cartridge alarm 06 occurred while the customer was not outside of labeled operating altitude range. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer also reported that a cartridge alarm 1 occurred during basal delivery. Reportedly a new cartridge was loaded for each alarm, and insulin delivery was resumed. Lastly, it was reported that the cartridge was leaking from an unspecified location. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.